Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to slit the catheter, the lead was damaged and exhibited high pacing impedance. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.